Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. The instructions for use (IFU) provided with this kit warns the user, "if placement damage is suspected or withdrawal cannot be easily accomplished, radiographic visualization should be obtained and further consultation requested." The IFU also contains the cautions: "clinicians must be aware of the potential for entrapment of guidewire by any implanted device in circulatory system. It is recommended that if patient has a circulatory system implant, catheter procedure be done under direct visualization to reduce risk of guidewire entrapment" and "sufficient guidewire length must remain exposed at hub end of sheath to maintain a firm grip on guidewire." A device history record review was performed, and no relevant findings were identified. Without the device to evaluate, the complaint could not be confirmed, and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that: a localized superficial venous thrombosis formed in the basilic vein when the guide was being advanced under echo and got stuck, during use on the patient. They felt that the guide was very rigid. On removal there was no reported damage to the guide. There was no additional surgical intervention performed but the patient did require anticoagulants for 7 days and an increased procedure time. The patient was reported as stable throughout. Associated to 3006425876-2023-00628 and 3006425876-2023-00629.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that: a localized superficial venous thrombosis formed in the basilic vein when the guide was being advanced under echo and got stuck, during use on the patient. They felt that the guide was very rigid. On removal there was no reported damage to the guide. There was no additional surgical intervention performed but the patient did require anticoagulants for 7 days and an increased procedure time. The patient was reported as stable throughout. Associated to 3006425876-2023-00628 and 3006425876-2023-00629.